Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to incontinence and atrophy. The device was removed and replaced. No device issues nor additional patient complications were reported.